Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display image on left monitor. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.